Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced the infusion set adhesive issue as the infusion set fell off during use due to incorrect application to the skin. The issue occurred with two infusion sets with event on (B)(6) 2025 and (B)(6) 2025. The patient was hospitalized on (B)(6) 2025 due to high blood glucose levels and positive ketones. The patient later shifted to intensive care unit. The blood glucose levels reported were 780 mg/dl and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012818, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 21-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR)review: the lot 6012818 was manufactured according to the work instruction (wi) version 122 and manufactured in the multivac 12 on 11-apr-2025, with a total of (B)(4) units. The review of the DHR revealed that during outgoing test 4 (e), one sample was found with double tyvek. Consequently, an extended for this issue was raised. However, according to the sampling results, the lot was accepted. Furthermore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.